Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed at this time. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to available information in medwatch mw5181535: it was reported that the non-(B)(6) device was not inflating. As a result, the device was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).